Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was early end of service (eos). There were no environmental/external/patient factors that may have led or contributed to the issue. Interrogation of the ins was done. No actions were taken, and the ins would not be replaced in the future. The issue was not resolved. No symptoms were reported, and the patient was alive with no injury. Additional information was received from the rep. There was no information about whether or not the battery longevity calculator was used at implant. The hcp expected the ins battery to last longer because a different model lasted for four years. It was unknown if the battery depletion rate was normal or abnormal. The patient did not experience any falls, accidents, et cetera that may have contributed to an issue with the system. This information was confirmed/provided by the physician.

Manufacturer narrative:
H7. Please note, correction z-0132-2025 was a notification only. Recall was only checked because our complaint system currently prevents populating h9 without also checking h7 recall. There was not a recall associated with correction z-0132-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.